Event description:
On (B)(6), 2010, the plaintiff had a non-ams synthetic mesh system removed and an ams monarc implanted. It was alleged that as a result of having the synthetic mesh system implanted the plaintiff has experienced, "significant mental an physical pain and suffering and she has sustained permanent injury." It was also alleged that as a result of have the mesh system the plaintiff suffered debilitating injuries including, "mesh erosion, hardening, chronic pain and worsening urination leading to the need for dangerous and serious injury," and that the plaintiff suffered, "mental anguish, diminished capacity for the enjoyment of life, and diminished quality of life, chronic debilitating pain, and other such damages."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.